Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed multiple hardware low level failures during self-test. The device also had an issue with the hrm task not granting motor power in a reasonable time. The device passed troubleshooting. The customer¿s blood glucose during the incident was 228 mg/dl. The device will be returned for analysis.